Event description:
It was reported the pt underwent coronary angiography following symptoms of unstable angina. A 5f ultimum introducer (long) was inserted into the right femoral artery. The introducer hub separated from the sheath section which retracted into the thick adipose tissue. Prolonged manual pressure was applied. The physician expanded the incision at the puncture site and retracted the sheath section from the adipose tissue. An .035 wire was reintroduced into the sheath; an attempt to place a 6f long introducer into the right femoral artery was unsuccessful due to lack of strength of the wire. The wire was withdrawn and prolonged manual pressure was applied. The wound was closed with suture and a staple. The left femoral artery was accessed, followed by placement of a 5f long introducer using a stiff terumo wire. The diagnostic procedure was followed by sizing up to a 6f long introducer for coronary intervention. An angiomax bolus was administered and the pt underwent balloon angioplasty and stent of the proximal left anterior descending and right coronary arteries.